Manufacturer narrative:
For both events, the investigation did not identify a product problem. The cause of the event could not be determined. There were no follow up actions for the events. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>2</noe> malfunction events. Questionable non-reproducible results were generated by the cobas 8000 -cobas e 602 module. The events involved a total of 4 patients with questionable elecsys hcg + beta test system results. The patients' ages were requested but were not provided. The patients' weights were requested but were not provided. There was known to be 1 female. The other patients' genders were requested but were not provided. The patients' races were requested but were not provided. The patients' ethnicities were requested but were not provided.